Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: mentor smooth round moderate profile 250cc, cat. #3501635, both lot number and serial number unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with mentor smooth round moderate profile 250cc saline breast prostheses when the left prosthesis deflated after implantation. In addition, the patient developed capsular contracture (baker grade iii) in her right breast. As a result, the patient will undergo bilateral explantation and replacement with mentor breast prostheses on (B)(6) 2018. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On 07/06/2018, the mentor failure analysis lab received the device for evaluation. On 07/06/2018, mentor received additional information about the event. Patient¿s explanted devices were replaced with mentor memorygel breast implant 325cc gel breast prostheses. On 07/25/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. Yellow and brown material was observed within the device. During evaluation a crease was observed on the anterior and extending to posterior aspect. A rent was discovered within the crease on the anterior aspect measuring approximately 0.3 cm. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation (pe) team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. At this time is not possible to determine the origin of the yellow and brown material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, mentor received additional information about the event. For the left device, the lot number is 5795725 and the serial number is (B)(4). For the right device, the lot number is 5795725 and the serial number is (B)(4). On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).